Manufacturer narrative:
Lot number not provided. (B)(6). (B)(4).

Event description:
It was reported that after a shoulder arthroscopy procedure that the patient suffered from a sensory disturbance at one side of his face. During the shoulder surgery the patient was placed onto a shoulder positioner. After the surgery the patient asked if this phenomenon could be caused by the positioner. Anamnesis states that the patient may be experiencing hyperalgesia at the right trigeminal branch (v2). The patient's symptoms, numbness and burning pain, began one day after the shoulder arthroscopy. It is stated that the permanent pain has increased over the months. Distraction has allowed the patient to handle the pain a bit. Warmth and heat make the patient uncomfortable and pain is not affected by daytime. There are no reported sleeping problems but the patient cannot define what triggering factors increase the pain. Chewing on the right side does not trigger symptoms in the patient, but is uncomfortable and painful. The patient reports that the pain is affecting their overall feeling of health and causing a depressed mood. The patient has been treated by general physician, internist, orthopedic and neurologist.